Event description:
The reporter stated that the surgeon was inserting a one piece silicone lens model aa4204vf and the lens tore. The surgeon removed the lens with no patient injury.

Manufacturer narrative:
The lens box was received with no lens inside. Conclusions: an investigation was opened to evaluate a complaint trent associated with lens tears that was originally identified in june 2005. Possible root cause for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the user in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.